Manufacturer narrative:
The device was not received for evaluation therefore a device analysis could not be completed to verify the device failed to alarm for downstream occlusion. Without this device information it is unable to be determined if a malfunction of the pump has occurred. It is common IV practice to ensure that the lines are opened before beginning the infusion. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is not registered as a combination product. It was reported that the patient prematurity was indicated for treatment.

Manufacturer narrative:
The line was clamped at the distal roller clamp below the spectrum pump during the therapy, which led to a downstream occlusion. It is common IV practice to ensure that the lines are opened before beginning the infusion. Use errors and proper user instructions are addressed in ¿spectrum operator manual,¿ which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. The device was not received for evaluation; therefore, a device analysis could not be completed to verify the downstream occlusion occurred. Without this device information it is unable to be determined if a malfunction of the pump has occurred. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during therapy in the nicu. The patient was being administered an infusion via piv with the spectrum pump programmed to deliver total parenteral nutrition (tpn) at a rate of 6ml/hr (programmed volume unknown) and lipids programmed on a syringe pump (unknown manufacturer) connected via y site, at a rate of 0.9ml/hr (programmed volume unknown). Upon nursing care rounds, it was discovered that the distal roller clamp below the spectrum pump leading to the tpn was clamped and no downstream occlusion alarms occurred. The delay of therapy was estimated to be 5 hours and the issue resulted in the patient having critically low glucose levels. The user resolved the issue by unclamping the roller clamp, the piv was found to be patent and intact and the tpn therapy was resumed without complication. The customer stated that the critically low blood glucose cannot be determined if it was a result of the patient being without a piv prior to this event occurring or as a result of the delay of tpn therapy. It was confirmed that there was no injury and no medical intervention provided to the patient as a result of this delay of tpn therapy. The patient's current condition is stable without any reported complications. No additional information is available.